Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported through an article identifying perclose proglide and prostar xl devices that may be related to the following: unilateral closure device failure necessitating open surgical groin closure pseudoaneurysms, dissections, non-occlusive thrombus, nerve injury, specific patient information is documented as unknown.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. In the absence of specified failure mode or device returned for analysis, a conclusive cause for the reported event could not be determined. A conclusive cause for the reported patient effects of dissection, nerve injury, thrombosis, pseudoaneurysm and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.